Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). Orthofix (B)(4) checked the internal records related to the controls made on the ring code 56-21020 lot v1370224 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. The two wires involved in this event were discarded by the hospital. Unfortunately no information has been provided about the codes and the batch numbers, therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). The technical evaluation of the ring involved, received on march 20, 2017, is currently on going. The two wires concerned have been discarded by the hospital and therefore not available for the technical evaluation. Medical evaluation (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). The information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation will be available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. Device evaluation currently on going.

Event description:
The information provided by the local distributor indicates: device code: 56-21020 (5/8 ring, 160mm, tl-hex) - (MFR report 9680825-2017-00017). Batch number: v1370224; quantity: 1; hospital name: (B)(6); surgeon name: mr (B)(6); date of initial surgery: (B)(6) 2016 by mr (B)(6) at (B)(6) but frame initially applied by mr (B)(6) in (B)(6) (B)(6) 2016; body part to which device was applied: tibia/ankle; surgery description: lengthening/non union; patient information: age 20-30, female, average weight; problem observed during: into treatment/post-operative; type of problem: other. Event description: "the 5/8th tl hex ring has completely broken off. Patient - female, diabetic. Tl hex frame originally applied by mr (B)(6) in (B)(6) in 2016 while the patient was away from home following trauma. Original frame construct - 4 x 160mm tl hex rings with tl hex foot plate. Tl hex struts between ring 3 and 4 around the ankle to facilitate fusion. The pins became infected and the patient was referred to mr (B)(6) in (B)(6). Affected limb - left tibia and ankle. 1st revision - (B)(6). Two infected half pins removed and replaced with 1.8mm wires. 2nd revision planned for (B)(6) because of infected wires. Case cancelled due to infection. Patient admitted and given antibiotics. It was noted that the some of the threaded rods had become loose and that nuts had been loosened. There were concerns that the patient has been tampering with the frame. It was later reported that the 160mm tl hex 5/8th ring which was applied proximally to the tl hex foot plate had broken (see images). 2nd revision took place on the (B)(6) 2017: the foot plate and broken 5/8th ring and attached fixation elements were removed. The tl hex struts were removed and the frame was rebuilt using a truelok 160mm full ring proximally and a 160mm truelok foot plate and extension posts distally. Attached with threaded rods. Infected wires were removed. Two wires, which were infected were found to be broken. (MFR reports 9680825-2017-00018 and 9680825-2017-00019). It is not known what has caused the ring breakage but it is suspected that the patient has tampered with the frame affecting its stability. It is not known if this caused an adverse event as the patient required revision surgery anyway because of infected wires". The complaint report form also indicates: the device failure had adverse effects on patient; an additional surgery was required (but as above surgery was required in any case because of infected wires; surgery performed on (B)(6) 2017); a medical intervention (outpatient clinic) was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: no known. On march 15, 2017, orthofix (B)(4) received the following additional information on the event: "the two broken wires referred to here were identified as broken on x-ray as they were found to have lost tension. These were wires already in situ and they were most likely inserted during the first revision surgery on the (B)(6) 2016. As the wire sites were infected these wires were discarded immediately. It is not known when these wires broke or why. But as stated previously it does appear that the patient may have tampered with the frame and loosening of fixation elements for example could lead to loss of tension in the wires and then to soft tissue irritation etc." On march 16, 2017, orthofix (B)(4) received the following additional information on the event: "related to codes, territory manager believe they were olive wires - code 54-1215. Regarding the x ray images and operative reports, territory manager is not sure as patient consent is required, and moreover, this frame was initially applied by another surgeon in another hospital. I will let you know in case receive any further information related to this case. I have received the broken ring assembled on the foot plate, and will send the same to (B)(4) to understand more about the fixation on the frame and forces on the broken ring". Manufacturer reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). Orthofix (B)(4) checked the internal records related to the controls made on the ring code 56-21020, lot v1370224 before the market release. No anomalies have been found. The original lot, manufactured in 2014, was comprised of (B)(4) devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, this is the first complaint notified from this specific device lot. The two wires involved in this event were discarded by the hospital. Unfortunately no information has been provided about the codes and the batch numbers, therefore it was not possible to perform the verification of the historical data. Technical evaluation (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). The returned ring, received on march 20th, 2017, was examined by orthofix (B)(4) quality engineering department. The returned ring was subjected to visual and dimensional check as per orthofix (B)(4) specification. The visual check confirmed the problem notified; the device is broken in correspondence of a hole. Moreover, signs of damaging are present in proximity of the broken zone. The dimensional check, performed where possible, did not evidence any anomalies. The ring was then sent to an external laboratory for the chemical and failure analysis. The results of the technical investigation, performed on the returned ring, evidenced the device raw material conformity to design specification. Slight traces of corrosion products (oxidation) are detected in some areas of the fracture surface (not significant). A technical evaluation of the broken wires was not possible as the devices was disposed of by the hospital. Medical evaluation (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). The information made available on the event over the time together with the results of the technical evaluation, performed on the returned ring, were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. (B)(6) 2017: "this diabetic female patient in her (B)(6)'s sustained an injury while away from home in london. The patient had fractures around the left ankle joint, possibly a pilon fracture. She was treated with a full tl-hex frame, with struts between rings 3 and 4 "to facilitate fusion". I presume that this means fracture healing and not ankle fusion. Distal fixation between the footplate and the foot was by 2 half pins. These became infected and the frame was revised on (B)(6), the half pins being replaced by 2 tensioned wires. Further revision was planned for february 28th, but on admission the foot wires were found to be infected, so the patient received antibiotics, probably intravenous, and the frame was again revised on (B)(6). We have not been told what was done this time. There is some suggestion that the patient may have adjusted the frame, and that this might have caused some of these problems. We need more information to understand why this sequence of events has happened: is this type 1 diabetes requiring insulin? Is the patient compliant with treatment and well controlled? Does the patient have any general complications as a result of the diabetes, in particular a peripheral neuropathy? Was the fracture open or closed? What type of fracture is it? Is it a pilon fracture? Does this patient have a charcot ankle / foot? Why do they think that the patient may have altered the frame? We also need to check that the phrase "tl hex struts between ring 3 and 4 around the ankle to facilitate fusion" does mean to facilitate fracture healing, and not joint fusion. (The word 'fusion' is not normally used for fracture healing). It is likely that these wires were subjected to excessive load; this would explain why a part of the 5/8 ring has broken off also. We need the results of the technical report to show how the ring broke. I think that it is very likely that the components broke in this patient because of excessive load being applied, probably because the patient has a charcot joint secondary to her diabetes. In a charcot joint the patient has no proprioception and cannot feel how much load is being applied to the limb, and cannot therefore modify the amount of weightbearing to avoid excessive load, with the result that the frame is loaded beyond its design criteria. This risk has been well documented in patients with this condition". (B)(6) 2017 with the results of the technical evaluation: "I note that the technical analysis shows that the ring was conforming to specification, and showed some minimal signs of oxidation which was not regarded as significant. There were several areas on the broken surface where the material was crushed. My view of this case was that the patient probably loaded the ring excessively because of her medical condition, having a charcot joint. In this case the ring was loaded beyond the design criteria because of the patient's lack of ability to limit the weightbearing, secondary to the medical condition. However we do not have confirmation of this". Final comments (please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019). The results of the technical investigation, performed on the returned ring, evidenced the device raw material conformity to design specification. Slight traces of corrosion products (oxidation) are detected in some areas of the fracture surface (not significant). A technical evaluation of the broken wires was not possible as the devices was disposed of by the hospital. The medical evaluation evidenced as follows: "I note that the technical analysis shows that the ring was conforming to specification, and showed some minimal signs of oxidation which was not regarded as significant. There were several areas on the broken surface where the material was crushed. My view of this case was that the patient probably loaded the ring excessively because of her medical condition, having a charcot joint. In this case the ring was loaded beyond the design criteria because of the patient's lack of ability to limit the weightbearing, secondary to the medical condition. However we do not have confirmation of this". A complete medical evaluation of the case was not performed as some information about the medical procedure was not made available, i.e. Copies of the x-ray images, type of fracture, information on patient. Based on the results of the technical investigation and on the evidences deriving from the medical evaluation, orthofix (B)(4) can conclude that the problem that occurred could be mainly attributable to the patient medical condition. Orthofix (B)(4) historical records shows that no other notifications have been received in regards to the rings belonging to this specific device lot. Orthofix (B)(4) continues monitoring the devices on the market.

Event description:
The information provided by the local distributor indicates: device code: 56-21020 (5/8 ring, 160mm, tl-hex) - (MFR report 9680825-2017-00017) batch number: v1370224; quantity: 1; hospital name: (B)(6); surgeon name: (B)(6); date of initial surgery: (B)(6) 2016 by (B)(6) at (B)(6) but frame initially applied by (B)(6); (B)(6) 2016; body part to which device was applied: tibia/ankle; surgery description: lengthening/non union; patient information: age 20-30, female, average weight; problem observed during: into treatment/post-operative; type of problem: other. Event description: "the 5/8th tl hex ring has completely broken off. Patient - female, diabetic. Tl hex frame originally applied by (B)(6) in 2016 while the patient was away from home following trauma. Original frame construct - 4 x 160mm tl hex rings with tl hex foot plate. Tl hex struts between ring 3 and 4 around the ankle to facilitate fusion. The pins became infected and the patient was referred to (B)(6). Affected limb - left tibia and ankle. First revision - (B)(6), (B)(6) 2016. Two infected half pins removed and replaced with 1.8mm wires. Second revision planned for (B)(6) because of infected wires. Case cancelled due to infection. Patient admitted and given antibiotics. It was noted that the some of the threaded rods had become loose and that nuts had been loosened. There were concerns that the patient has been tampering with the frame. It was later reported that the 160mm tl hex 5/8th ring which was applied proximally to the tl hex foot plate had broken (see images). Second revision took place on the (B)(6) 2017: the foot plate and broken 5/8th ring and attached fixation elements were removed. The tl hex struts were removed and the frame was rebuilt using a truelok 160mm full ring proximally and a 160mm truelok foot plate and extension posts distally. Attached with threaded rods. Infected wires were removed. Two wires , which were infected were found to be broken. (MFR reports 9680825-2017-00018 and 9680825-2017-00019) it is not known what has caused the ring breakage but it is suspected that the patient has tampered with the frame affecting its stability. It is not known if this caused an adverse event as the patient required revision surgery anyway because of infected wires". The complaint report form also indicates: the device failure had adverse effects on patient; an additional surgery was required (but as above surgery was required in any case because of infected wires; surgery performed on (B)(6) 2017); a medical intervention (outpatient clinic) was not required; copies of the operative reports are not available; copies of the x-rays images are not available; information about patient current health condition: no known. On (B)(6) 2017, orthofix (B)(4) received the following additional information on the event: "the two broken wires referred to here were identified as broken on x-ray as they were found to have lost tension. These were wires already in situ and they were most likely inserted during the first revision surgery on the (B)(6) 2016. As the wire sites were infected these wires were discarded immediately. It is not known when these wires broke or why. But as stated previously it does appear that the patient may have tampered with the frame and loosening of fixation elements for example could lead to loss of tension in the wires and then to soft tissue irritation etc." On (B)(6) 2017, orthofix (B)(4) received the following additional information on the event: "related to codes, territory manager believe they were olive wires - code 54-1215. Regarding the x ray images and operative reports, territory manager is not sure as patient consent is required, and moreover, this frame was initially applied by another surgeon in another hospital. I will let you know in case receive any further information related to this case. I have received the broken ring assembled on the foot plate, and will send the same to (B)(4) to understand more about the fixation on the frame and forces on the broken ring". On april 20, 2017 orthofix (B)(4) received the following additional information on the event: - info requested is this type 1 diabetes requiring insulin? Is the patient compliant with treatment and well controlled? Does the patient have any general complications as a result of the diabetes, in particular a peripheral neuropathy? Was the fracture open or closed? What type of fracture is it? Is it a pilon fracture? Does this patient have a charcot ankle/foot? Why do they think that the patient may have altered the frame? We also need to check that the phrase "tl hex struts between ring 3 and 4 around the ankle to facilitate fusion" does mean to facilitate fracture healing, and not joint fusion. Please kindly advise. Copies of the operative reports and copies of the x-ray images of the sequelae of the events occurred with this patient - response received: "I wrote to both the territory managers. They are trying their hardest to achieve details requested as they are still waiting for the surgeon to gain patient consent for her details to be shared. (B)(6) (surgeon at (B)(6) hospital) was going to ask the patient at next clinic visits but, unfortunately, she didn't turn up at clinic visits. He said he would ask when he saw her next. I' m not sure of when we will be able to get these details". Manufacturer reference number: (B)(4). Please also kindly refer to MFR reports 9680825-2017-00018 and 9680825-2017-00019.